Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. A cracked reservoir tube lip and scratched lcd window noted.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.